Event description:
A report was received regarding the removal of an im nail from the femur, as the result of the pt presenting with pain and x-rays that revealed that there was a medial migration into the acetabulum. The surgeon revised with a hemiarthroplasty. No adverse effect to the pt was reported. This is report #2 of 2 for the same event.

Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition.

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4): placeholder.

Manufacturer narrative:
Device was used for treatment. Product development evaluated the event and noted because no further information is available (i.e. X-rays, bone quality, etc), it is not possible to determine if the blade migrated medially or if the femoral head collapsed onto the blade. This could occur for several reasons such as poor bone quality, inadequate placement of the blade, or poor fracture reduction. Per the literature this incident is very rare and can not be predicted. Follow-up x-rays are normally reviewed and if there is an onset of migration, action should be taken to correct the situation. There is no evidence that this complaint is design related.